Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. The x-rays and medical records were requested, but not provided. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "pt had a loose cemented all poly cup of undetermined label. Surgeon removed head and cemented cup and replaced a 44 c-taper head and 44 f liner cemented into the acetabulum."